Event description:
Tibial asceptic loosening at the cement/bone interface. Cement not from depuy. Right knee, overstuffing tibial implant. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, hardware / explant removal due to pain. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).